Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system for a valve in valve implant. A pre-implant balloon valvuloplasty was done with a 18mm non-abbott balloon. The valve got partially and fully re-sheathed 1 time due to the implant being too high and too low. The final implant depth at non-coronary cusp (ncc) was 6.7mm and left coronary cusp (lcc) was 7.9mm. A post-procedure valvopathy was performed due to the gradient. Immediately after the procedure, a moderate paravalvular leak was noted.